Manufacturer narrative:
The actual device was not received for evaluation. The batch number of the involved device is also unknown; however, a batch review was performed on all potential batches shipped to the involved customer and the check did not reveal any deviation or non-conformity that could have contributed to the event, both on the final products and on the empty bags batches. The involved solutions are packaged in a two compartment bag containing in the smaller compartment an electrolyte solution and in the larger compartment a buffer solution. The electrolyte solution must be mixed with the buffer solution before use to obtain the final solution suitable for the treatment, as clearly stated in the approved labeling materials, bag label and package leaflet, accompanying the product. The final reconstituted solution is obtained after breaking the peel seal between the two compartments and mixing both solutions. Reportedly the customer failed to mix the two solutions together. Package leaflet and bag label clearly stated that the two compartments have to be mixed before use. The package leaflet clearly described how the two compartments should be mixed together before use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hemolysis during continuous renal replacement therapy (crrt) using a prismasate solution and a non-baxter dialyzer. The customer reported that the two compartments of the prismasate solution were not mixed together prior to use. The cause of the hemolysis is unknown at the time of the report. Patient outcome was not reported. Additional information was requested, but is not available at this time.